Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific that a rotatable snare was used during a procedure on (B)(6) 2025. During the procedure, the loop retraction failed, and the loop was only partially retracted. The facility normally uses a rotatable snare, but during polypectomy with energization, the sharpness was poor, and the removal could not be completed. Upon checking the device, it was found that the loop could not be completely retracted. The procedure was completed using another rotatable snare. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block d4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Block h11: investigation results- visual analysis of the returned device revealed no visible damage. The reported event of "loop retraction problem" and "loop failure to cut" could not be confirmed, as the device extended and retracted properly during functional testing, and electrical continuity tests were within specification. The risk review confirmed that the event of "loop failure to cut" is defined in the risk documentation and appropriately documented in the product risk review (prr), with the event type accounted for during product risk analysis to support the product's acceptable risk-benefit profile. Based on all available information, the overall conclusion is "no problem detected," as the device functioned as intended and no defect or abnormality was identified that could have contributed to the reported event. No further escalation is required.

Event description:
It was reported to boston scientific that a rotatable snare was used during a procedure on (B)(6) 2025. During the procedure, the loop retraction failed, and the loop was only partially retracted. The facility normally uses a rotatable snare, but during polypectomy with energization, the sharpness was poor, and the removal could not be completed. Upon checking the device, it was found that the loop could not be completely retracted. The procedure was completed using another rotatable snare. There were no further patient complications reported as a result of this event.